Event description:
The reporter indicated that the patient's generator could not be interrogated, even after resetting it. The nurse was present in the or on the day of implant. She stated that there was no indication that something was wrong with the device. The nurse turned the device on after surgery at the lowest settings: 0.25ma/20hz/250ms/30sec/5min and magnet 0.5ma/60sec/250ms. The patient's seizures were fewer after implant and pt had voice changed (as expected) with stimulation. However, around the time of the 2002 follow-up visit, the patient stated that the device wasn't working. The nurse reported that the patient's first visit since implant was on the day of the incident. The device could not be interrogated. The physician swiped the generator and the patient did not have any voice change. The patient and the patient's family member reported that the patient did not suffer from any injury. The physician decided to replace the device. On the day of replacement surgery (6 days later), the physician performed a physical exam. The physician noticed a scrape on the patient's chest (midline) and questioned the patient as to what happened. The patient reported that two days before surgery the patient jumped over a fence. They landed chest first on the sidewalk. The patient could feel the stimulation after they fell. The pysician then confirmed that the generator was operating again. However, the surgery still took place and the new generator was turned on after implant. The patient was last seen in 2002. The nurse reported that they interrogated the new device without any problems. The chart indicated that the patient is having good seizure control and has had a decrease of complex partial seizures. The patient's parameters were set to: 1.0ma/20hz/250ms/30sec/5min and magnet 1.25ma/60sec/250ms. Attempts to obtain additional information have been unsuccessful to date.